Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Attachment medwatch # mw5154550 manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report received that states "device failed during cardiac catheterization." Follow up with the account provided additional information: it was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a left heart catheterization interventional procedure with a 6f sheath. Reportedly, a suture break occurred. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name and address updated. H11 correction: additional mfg narrative updated to "the device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue".